Event description:
It was reported that a malfunction alarm occurred with code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and was instructed to call back if any malfunction code reappears.